Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, the balloon ruptured during procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at less than working pressure. The device was removed by simply pulling it out.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 17 mm in length and extended from a position 6mm proximal of the proximal markerband to 9mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, the balloon ruptured during procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at less than working pressure. The device was removed by simply pulling it out.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, the balloon ruptured during procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.